Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call possible over delivery of insulin, reservoir leak and fluid leak out of the reservoir and insulin pump. Troubleshooting was performed. Customer alleged the insulin pump over delivered insulin since their blood glucose levels went lower than usual. Customer's blood glucose level was 60 mg/dl and they treated via food. Customer advised they saw insulin leak out of the reservoir. No harm requiring medical intervention was reported. The insulin pump, reservoir and infusion set will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, unit data was successfully uploaded on to carelink. No upload/download anomalies or delays in uploading/downloading were noted.